Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an irreversible electroporation ablation procedure using a farawave catheter the guidewire lumen detached from the tip of the array. During use of the catheter, they were unable to deploy the array at all. When they examined the catheter, they found the guidewire lumen was completely separated from the array. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which noted that the guidewire lumen was not adhered to the tip of the spline array. The catheter was then dissected to look for any abnormalities that could have contributed to the delamination of the guidewire lumen, non were observed. Based on all the available information boston scientific confirmed the allegation of a detached guidewire lumen. The cause was determined to be component failure as the bond between the guidewire lumen and the catheter tip failed.

Event description:
It was reported that during an irreversible electroporation ablation procedure using a farawave catheter the guidewire lumen detached from the tip of the array. During use of the catheter, they were unable to deploy the array at all. When they examined the catheter, they found the guidewire lumen was completely separated from the array. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter has been received for analysis.